Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The technique processor board and power supply were found to be defective. The customer was offered to replace the defective parts however, they declined service at this time. No further info is available.